Manufacturer narrative:
The company rep observed that the batteries ran for 120 mins according to the last charge and discharge statistics. The company rep replaced the batteries. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during transport in an ambulance while the unit was in use on a pt, the unit shutdown due to a short battery run time. The customer had no recollection of a message displayed or an audible alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.